Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable and the camera were replaced. Several parts related to the rotation of the camera were replaced and a single board computer upgrade was performed. The up-3 chip was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's image intermittently fades out and disappears during a case. No pt injury was reported.